Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box, lot #73j1500068 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The physician found that the clip was broken while performing a gastrectomy. The broken clips were taken out with the applier. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one clip for evaluation. The returned clip was visually examined with and without magnification. Visual examination of the returned clip revealed that the clip is broken and the piece that latches under the hook end was not returned. The inner hinge is also broken. However, no pieces appear to be missing at the hinge. Microscopic examination at the point of separation revealed that the material appears uneven and crystalline indicating that the piece was broken and not mismolded. No other defects or anomalies were observed, (B)(4). Functional inspection could not be performed based upon the condition of the sample received. However, similar damage can be recreated when attempting to close a clip onto a hard structure such as another clip. The IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur." The IFU also instructs the user, "immediately following each other remarks: complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting, breaking, staining, and/or discoloration, burrs, sharp edges, or protrusion as well as any other signs of defect. Special attention should be paid to ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of the aforementioned defects are not safe for use with patients and should be immediately discarded." A corrective action is not required at this time as the potential cause of a broken clip could not be determined. The returned clip exhibited no signs of mismolding and it is unknown what appliers were used and in what condition the appliers were in. The reported complaint of a broken clip was confirmed based upon the sample received. Microscopic examination revealed that the clip is broken at the inner hinge and the clip is missing a piece at the boss end that latches under the hook. The missing piece was not returned. Microscopic examination at the point of separation showed no evidence to indicate mismolding. A device history record review was performed on the clip lot number with no evidence to suggest a manufacturing related cause. It is unknown what appliers were used or the condition in which the appliers used were in. Therefore, the potential cause of this complaint issue could not be determined. No further action will be taken.

Event description:
The physician found that the clip was broken while performing a gastrectomy. The broken clips were taken out with the applier. The patient's condition was reported as fine.